Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing during the implantable cardioverter defibrillator (ICD) implant. The device ventricular fibrillation (vf) detection was accidently turned on before the right ventricular (rv) lead was connected and the device shocked the patient while the physician was connecting the rv lead. The device remains in use. No further patient complications have been reported as a result of this event.